Event description:
It was reported an angio-seal device was deployed to seal the arteriotomy site. The pt developed a groin infection (time unk). Antibiotics (cefazolin) were administered to treat the infection. The pt remained in the hosp unrelated to the groin infection.